Manufacturer narrative:
Pc(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Pinnacle litigation record received. Litigation alleges severe pain and high metal ions. In addition upon revision severe metallosis and extensive metallosis noted in the surrounding synovial tissue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  UDI: (B)(4). Added: (dob and age), (part,lot, UDI and expiration date), g5(510(k)) and (device code).

Event description:
In addition to what was previously alleged, ppf alleges metal wear. Product details updated based on sticker sheets provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient being revised for pain. Upon exposing the joint space there was black residue throughout the joint space. The metal head and metal liner where extracted without incident. The joint was washed out and new 36x52 +4 10 degree poly liner and ts 36+5 head were implanted. Doi: (B)(6) 2007; dor: (B)(6) 2018; left hip.